Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in acoordance with 21 cfr 803.56 when additional reportable info becomes available. (B)(4).

Event description:
A customer reported that the air valve did not open during the fluid air exchange portion of a vitreoretinal surgery. The product was exchanged the procedure was completed without consequences to the patient. Additional info and product sample have been requested for this event.